Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the active electrode migrated postoperatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. A revision surgery to re-insert the electrode array was performed, however during the surgery the electrode was inadvertently damaged and explanted. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user_s implant has backed out (migrated). It was planned to re-insert the electrode but during surgery the electrode lead was accidentally cut during the dissection of the sheath. Therefore a new device was implanted. 3-5 electrodes were extra-cochlear at explantation. The user was re-implanted on 22.jul.21.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's implant has migrated.